Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the lead exhibited noise. The physician suspected a lead anomaly. The patient presented on (B)(6) 2019 for procedure and the lead was explanted and replaced. The patient did not experience any further consequences.

Manufacturer narrative:
A partial lead from the distal tip was returned for analysis. External insulation abrasion was noted from 17.9cm to 18.9cm from the distal tip consistent with friction to another device or feature of the heart.